Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was not booting up. The rse suggested the hospital biomed to check power input from 3 phase hospital mains/3 phase ups to ny mim and then to transformer which was good. Upon further check by biomed it was confirmed that the pdu control module and pdu fan tray ¿ dcps were defective. To resolve the issue, the biomed replaced the pdu control module and pdu fan tray - dcps. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system did not power up. There was no reported patient or user harm. Philips has started an investigation of this complaint.